Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the two provided photos showed the wet product after use. Photo one showed the product label and photo two showed the header with a small black particle on the cutting surface. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered within a polyflux 14l. The pm was observed during priming prior to patient use. There was no patient involvement. No additional information is available.